Event description:
It was reported that a patient underwent a percutaneous coronary intervention (pci) to treat a de novo lesion in the left anterior descending (lad) artery. The access site was obtained via radial artery. Prior to the procedure, the lesion was pre-dilated with a non-compliant (nc) balloon. Due to a notable calcium, the lesion could not be expanded with the nc balloon, so the physician used a c2 ivl catheter. The ivl treatment was successfully completed. Following the treatment, the lesion was post dilated with an nc balloon at high atms. That's when the dissection was noted at the proximal lad. Since the lesion could not be treated with covered stent because it was unable to be expanded, the patient was transferred from the table to the operating room (or) for a bypass surgery. The patient stayed longer in the hospital and is currently doing well.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the patient experienced dissection of the proximal left anterior descending (lad) artery following a high pressurization of a non-compliant (nc) balloon. The cause of the dissection could not be definitively determined. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.